Event description:
Boston scientific received information that during a device changeout procedure for normal elective replacement indicator (eri) the right ventricular (rv) lead exhibited out of range impedance measurements. It was determined that the lead was fractured. As the lead could not be explanted, it was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.